Event description:
The facility alleged that the disinfectant time on one of their asp aer units was set to one minute. The facility also reported that between 340 and 680 scopes may have been processed at this setting.

Manufacturer narrative:
The cidex opa solution IFU reads in part: "for use in a legally mentioned aer (that can be set to a minimum of 25c) with a minimum immersion time of 5 minutes."